Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer experienced different blood glucose level of 105 mg/dl and 129 mg/dl. Customer was treated with bolus. Customer did not report any symptoms related to high blood glucose. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery compartment and cracked battery tube threads.